Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was repeatedly displaying occlusion error messages resulting in high blood glucose levels, ketoacidosis and hospitalization.the patient's mother reported that her daughter was brought to the hospital on (B)(6) 2022 and released on (B)(6) 2022. During hospitalization the patient was treated with a potassium IV and had insulin administration. When the patient reinstalled the pump before going home, the pump was still presenting e-4 (= occlusion error message), once back home she administered multiple dose therapy and was feeling fine.